Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed a skin reaction with itching, rash, and redness, under entire patch area. The patient was seen by a healthcare provider (hcp) and the skin reaction was treated with a prescription of a flucloxacillin 500mg twice, 4 times a day. At the time of the report the patient was stable, and the skin reaction had health. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).